Event description:
It was reported that a patient control module watch experienced a no flow. This malfunction was identified after filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection and functional testing were performed. The reported condition could not be identified and a root cause could not be determined.